Manufacturer narrative:
(B)(4) concomitant products: part unknown, lot unknown, unk cobalt chrome femoral head. Part unknown, lot unknown, unk regenerex cup. Part unknown, lot unknown, unk e1 poly acetabular liner. Part 650-1126bmrsa, lot unknown, prmrs nck stem ti bm sz 26 rsa. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event; please see associated reports: 0001825034 -2018-00964, 0001825034 -2018-00966. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was unable to be performed as the part / lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Clinical study (B)(6)-pain and difficulty in performing activities 6 months, 1 year and 3 years post a tha procedure which lasted for 3 years.